Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was used during a percutaneous coronary intervention (pci) elective case, the procedure was performed using a 6 fr procedure sheath. The treatment of the lesion was unsuccessful, and the angio-seal device was used for hemostasis of the puncture site. However, the insertion sheath got kinked due to the calcification and tortuosity of the vessel. The device was not used, and an hour of manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc's. There was no health damage to the patient. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. The risk level is within limits.